Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Received for evaluation one gynecare mesh. The device received was manipulated. The mesh is stretched and broken in several pieces and organic substances are visible on the device. The defect seen during the product evaluation is aligned with the defect described in the event description (twisted mesh). The defect identified is not linked to a manufacturing issue.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure and mesh was used. When the product was opened, the mesh was found to be twisted. No additional information has been provided.